Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from recognizing a battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The pt received a replacement monitor.

Event description:
A review of service data detected a reportable event. During servicing monitor sn (B)(4) was found to have a broken j1 battery connector. The last pt to use this monitor did not report any device deficiencies.